Event description:
No report of procedural delay or cancellation.

Manufacturer narrative:
Steris was contacted on 10/8/2015 for a service request regarding the surgical table tipping. Steris was not made aware of the reported event with a potential for patient injury until receipt of medwatch 5056256 on 11/3/2015. A steris field service technician arrived onsite, inspected the 4085 surgical table, and was unable to duplicate the reported event. The technician was informed that the user facility's biomedical technician was also unable to duplicate the reported event. It is unknown what caused the reported table tilting. The steris technician proactively replaced the control board, tilt cylinder, and hydraulic manifold. After the technician made the repairs and replacements to the surgical table, he tested the table, and confirmed it to be operating according to specification. The table was returned to service and no additional issues have been reported.

Event description:
The user facility reported via medwatch 5056256 that during a patient procedure their 4085 surgical table tilted. The patient was properly secured to the surgical table at the time of the reported event. The or staff manually positioned the table to restore the table's position. No report of injury. It is unknown if a procedural delay or cancellation occurred.